Event description:
It was reported that this artificial urinary sphincter (aus) stopped working after implantation, and the patient was feeling uncomfortable. A surgical procedure was performed during which the existing aus was removed. No patient complications were reported.